Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. The device history record for lot 30083427 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the inner part of the gastrostomy button had separated from the outer portion and fell into the patient's stomach. The tube had been placed on (B)(6) 2022. An x-ray was prescribed to locate the broken off piece of the tube and to check for any intestinal occlusion. In addition they will be monitoring the patient for abdominal signs. There was no injury to the patient. Per additional information received 14 apr 2022, the patient is currently doing well. An x ray was performed and the piece of device had passed naturally. The patient does not require any further follow up.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed that the returned silicone molded head appeared to be broken off from the tubing, jagged edges were noted on the silicone molded head portion of the mickey and the bi-lumen portion exhibited to be smooth. The area where the tearing/ breaking occurred was viewed under magnification (50x) was the bonding location between the molded head and tubing. Testing of the sample was not possible as the balloon component was not received and therefore the sample was unable to be filled with the suggested amount of water. The reported event could not be confirmed as reported. Root cause is undetermined. All information reasonably known as of 02 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Corrective action by the customer: replaced the button and checked its permeability. There was no reported injury.

Manufacturer narrative:
Correction: b5 all information reasonably known as of 13 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 23 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.